Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. We are investigating a lack of adhesive robustness along the surface of the ceramic, which could lead to adhesion failure.

Event description:
It was reported that during a lap hysterectomy procedure, the electrode came loose from the jaws of the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.